Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the screw has broken right below the retaining ring of the screw. The lower threaded portion was not returned. Microscopic examination of the fracture surface identified a fairly flat fracture surface and gently convex progressive striations through the cross-sectional area of the bone screw. The bone screw has been angulated and will not return to the original position in the crown of the screw. Visual inspection also confirmed witness marks where the rod was seated in the saddle of the screw. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinopelvine fixation surgery. Post-operatively, as the screw was being explanted, the screw was broken in the upper part. The shaft from the screw is still in the pelvic region of the patient. The product came in contact with the patient. The patient has achieved solid fusion. No patient complications were reported. The screw was being explanted since the patient had achieved fusion.